Manufacturer narrative:
H10: the actual device was not available; however, (B)(4) photographs of the sample were provided for evaluation. The photographs were visually inspected and a round, intrinsic, black particulate matter was observed inside the tubing. The reported condition was verified. The source of the particulate matter was determined to be intrinsic to manufacturing process and likely from pin buildup of burnt material that occurred during the extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particle was observed inside the tubing of a homechoice cassette. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.